Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response. Over the last three years, inappropriate therapy was delivered in three separate episodes. On the third episode therapy was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This ICD system remains in service. No additional adverse patient effects were reported.